Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 380 mg/dl with symptoms of extreme drowsiness and extreme thirst associated with a blank display screen that occurred on the same date. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that a blank display screen occurred. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of a blank display screen.